Event description:
It was reported via repair work order that the bed had no electrical functions when not plugged in due to faulty batteries. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.